Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, since the implant procedure, the implantable cardiac monitor (icm) detected false episodes due to undersensing of r-waves, oversensing and sensing of noise due to implant location. It was further reported that, during a procedure to reposition the device, that the device had been originally been implanted "upside-down" with the company logo facing up. The device was re-implanted correctly in a position that was parallel to the patient's sternum. After repositioning, the device detected noise and the physician did not relocate the device. The device remains in use. No patient complications have been reported as a result of this event.